Manufacturer narrative:
Investigation was done according to information provided by dräger service. The dräger service technician onsite examined the affected dve and other dve movita devices at the customer site. There were 2 different issues reported: 1. The fallen rod of the movita head rack-system: a pole is mounted on ponta head or rack with a thread rod to carry the load weight. There is a slot at the upper end of the pole. A locking element in the mounting block avoids self-loosening of the pole by turning this pole (movita). To mount pole in correct manner a defined torque and minimum threaded length is necessary. According to the given information it seems that the first installation in this case was incomplete. According to the pictures sent, it looks like the rack was not fitted correctly to the movita head initially. The rack system normally comes already pre-assembled from the supplier and needs to be installed completely in the field. The end nut on the rack was probably not tightened properly (45nm). This can be seen on the pictures and from the feedback, as the nut and lock nut are seated, and the threaded rod is flush. 2. A loose console was reported: the console is mounted with a fix angle set to the movita column standard rails. 6 screws are used to mount the 2 clamping profiles to the fix angle. This is done during first assembly in the hospital according to supplement for the instructions for use and checked by test instructions ¿tightening torque of screws securing installed accessories¿. For maintenance a general check for accessories is done according to servicecard ipm. Accoring to the information provided, it seems like the console was not fitted correctly initially. The screws on the console were not initially tightened properly (9 nm). For both issues - the installation was performed by a third party. After the complaint was reported, all devices at the customer site were inspected according manufacturer specs by dräger service. No health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that screws from the movita fell from the clumn. No health consequences have been reported. However, in case of recurrance it cannot be excluded that the patient or user will be injured by the drop of the device.

Event description:
It was reported that screws from the movita fell from the clumn. No health consequences have been reported. However, in case of recurrance it cannot be excluded that the patient or user will be injured by the drop of the device.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.